Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture was confirmed with an MRI and pain, hardness. The event of "tumor on the right lung that has been removed" has been deemed not related to the device. Device remains implanted.

Event description:
Patient reported right side rupture, pain, hardness. The event of "tumor on the right lung that has been removed" has been deemed not related to the device. Patient later reported "capsular contracture baker grade unknown." Healthcare professional confirm rupture. Healthcare professional later reported via MRI "small amount of fluid along the deep posterolateral margin of the implant in the chest wall". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Other: unable to observe since it is not related to the device. Rupture: not observed. As per the investigation procedure deformation/crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported that they got an MRI confirming a bilateral rupture and a right side capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient reported right side rupture, pain, hardness. The event of "tumor on the right lung that has been removed" has been deemed not related to the device. Patient later reported "capsular contracture baker grade unknown." Healthcare professional confirm rupture. Healthcare professional later reported via MRI "small amount of fluid along the deep posterolateral margin of the implant in the chest wall". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.